Event description:
The hospital reported that during surgery the neuro sponge did not show on x-ray or fluoroscopy. Neuro sponge was unaccounted for during surgical procedure. The pt's surgical site was re-opened and neuro sponge found.

Manufacturer narrative:
The hospital reported that during surgery the neuro sponge did not show on x-ray or fluoroscopy. Neuro sponge was unaccounted for during surgical procedure. The pt's surgical site was re-opened and neuro sponge found. Deroyal: the sample has not been returned to deroyal at this time for evaluation. X-ray detectable testing was performed on samples from inventory and found to be acceptable. Labeling was reviewed and it was determined to add additional information on x-ray element detection.